Event description:
It was reported, during an initial implant procedure, the device experienced a loss of bluetooth (ble) telemetry. The device was reinterrogated using ble and implanted successfully. The patient was stable.

Manufacturer narrative:
The reported event of device losing bluetooth (ble) telemetry post device insertion in the pocket was confirmed. It was expected because of ble signal attenuation causing the signal quality moving to poor/extremely poor range post insertion and during posture calibration when the patient is asked to change posture, causing a change in positioning of the implanted device with respect to the programmer.